Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted (temp sensing) and as soon as urine return was obtained and balloon was inflated, a tiny stream of liquid was seen shooting out of foley, at the bifurcation by the balloon inflation port. Upon further inspection, there was a small tear noticed by the balloon port. Foley had to be removed, and new foley had to be inserted. Of note, this patient could not lay flat for extended periods of time due to severe shortness of breath, so this was a major inconvenience for the patient.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The DHR review could not be completed because the provided lot number was invalid. Corrections made to tab f and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted (temp sensing) and as soon as urine return was obtained and balloon was inflated, a tiny stream of liquid was seen shooting out of foley, at the bifurcation by the balloon inflation port. Upon further inspection, there was a small tear noticed by the balloon port. Foley had to be removed, and new foley had to be inserted. Of note, this patient could not lay flat for extended periods of time due to severe shortness of breath, so this was a major inconvenience for the patient.